Event description:
It was reported that the patient had issues in understanding how to use the purewick urine collection system. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via liberator on 27jan2022, it was stated that the patient was unsure how to get the purewick urine collection system to work correctly. Per additional information received via liberator on 06feb2022, the patient missed the small tube in the purewick accessory replacement kit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had issues in understanding how to use the purewick urine collection system. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via liberator on 27jan2022, it was stated that the patient was unsure how to get the purewick urine collection system to work correctly. Per additional information received via liberator on 06feb2022, the patient missed the small tube in the purewick accessory replacement kit.